Manufacturer narrative:
Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, battery icons anomaly due to blank display. Pump received with minor scratched display window, cracked case at display window corners, broken off battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed blank display. Customer's blood did not recall blood glucose at the time of the event. Customer stated they the insulin pump had went into a blank display but she replaced the battery and the display had returned. Troubleshooting was performed. Customer also mentioned that the battery were depleting faster then normal and the device had physical damage. Customer stated the battery cap on the device was damaged. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The insulin pump was returned for analysis.